Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the superficial femoral artery. After a 45cm 5fr non-bsc sheath was introduced and a guide wire was crossed, a 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, tightness was felt while advancing into the sheath. After dilation was performed, balloon removal difficulties were encountered. The device was pulled back over the wire and was completely removed from the patient's body. No patient complications were reported.

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the superficial femoral artery. After a 45cm 5fr non-bsc sheath was introduced and a guide wire was crossed, a 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, tightness was felt while advancing into the sheath. After dilation was performed, balloon removal difficulties were encountered. The device was pulled back over the wire and was completely removed from the patient's body. No patient complications were reported. It was further reported that no additional balloon inflations were made.